Event description:
(B)(4). Bloating, miscarriage, stomach pain, and weight gain. Insurer covered some fees.

Event description:
#Medwatcher #followup 2 #FDA mw5059194 #(B)(4). Im having joint pain as well, where my body is hard to move and heart palpitations, and inflammation in my uterus.

Event description:
#Medwatcher #followup 1 #FDA mw5059194 #(B)(4). I have recently been diagnosed with bv, chronic endometrium, cyst on my right ovary, fibroids, and polyps on my uterine lining.

Event description:
(B)(4). Since (B)(6), I have now been diagnosed with a cyst on my right ovary, polyps, fibroids, and chronic endometriosis. I get join pain in my hands and legs, and numbness in my feet. I am expected to have surgery in (B)(6).

Event description:
Follow-up-4. (B)(4). It was recently discovered from a hsg that I have 4 coils inserted inside me. 2 of the coils are in my tubes. But the location of my other 2 coils are unknown, possibly in my abdomen. My dr will be removing my tubes, along with the coils, and will attempt to have the other 2 coils removed. The cyst on my right ovary will also be removed.